Event description:
It was reported that when using the bd pyxis¿ es server, medications were not showing up on every machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce and did not identify any similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) from the date of manufacture on 26-mar-2019 confirmed that this device was not previously returned for service and no production failures were identified that would correlate with the customer reported issue. Upon investigation of the device involved in this incident the technical support specialist identified that missing patient encounter data caused multiple stations to enter retry status and confirmed an abnormal data gap on the server consistent with a database restore event. The technical support specialist determined that a disaster recovery procedure was required and recommended reversing the station synchronization date performing transaction recovery on the affected station and completing full synchronization to restore normal operation. The system functioned as intended following technical support specialist troubleshooting.

Event description:
It was reported that when using the bd pyxis¿ es server, medications were not showing up on every machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.